Event description:
During a follow-up interrogation overload messages were seen. It was reported that there was one inappropriate shock and a warning of overload on the last shock. The sorin ICD that was attached to this lead was explanted and another manufacturer's device was implanted successfully with this lead since it was reported that the lead was inspected and lacked evidence of failure. Note: the ICD that was attached to this lead was already reported on an MDR. Once the analysis was complete for the ICD, on (B)(6), 2011, it was decided to report the lead.

Manufacturer narrative:
(B)(4), 2011. Since the lead remains implanted, the files from the programmer files were reviewed. Visual inspection of the explanted ICD associated to this case revealed melted/burning traces with a microflash on the titanium can, which is typical from a short circuit between the lead and ICD upon shock delivery. An abrasion or a micro fracture of the lead insulator is highly suspected. The overload feature is a protection designed to prevent permanent ICD damage when a short circuit is detected between the ICD and the lead. This behavior corresponds to the device specifications. The analysis report states that the lead insulation fracture was more than likely not observed during the procedure because it was probably very small. During the device replacement when this lead was connected to a new device. We expect that the fracture was not positioned close to the can, avoiding the short circuit when the shock tests were performed with the new ICD. (B)(4).